Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the suction sleeve of the device fractured and had to be removed from the patient. The procedure was completed successfully without a clinically significant delay. An x-ray was taken to ensure that all pieces of the device had been removed from the patient.

Manufacturer narrative:
Device has not yet been received at the manufacturer for evalution.

Event description:
It was reported that during a surgical procedure at the user facility the suction sleeve of the device fractured and had to be removed from the patient. The procedure was completed successfully without a clinically significant delay. An x-ray was taken to ensure that all pieces of the device had been removed from the patient.